Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to need undergo multiple MRI scans. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.